Event description:
Medtronic received info that this bioprosthetic valve, implanted 1 year ago, was explanted due to stenosis.

Manufacturer narrative:
Device history could not be reviewed because the serial number was not reported. The valve was not returned for analysis. Cause of event cannot be determined. The valve was not returned for analysis. Conclusion: without the return of the valve, no definitive conclusion can be made regarding the performance of the valve.